Event description:
It was reported that the patient experienced retention post-operatively with their artificial urinary sphincter (aus). The patient's 3.5 cm aus cuff was replaced with a 4.0 cm aus cuff. The device was deactivated to allow the patient to recover. The patient's outcome will be monitored from then on.